Event description:
It was reported that an out-of-range alert for a high high-voltage lead impedance was noted in the most recent remote transmission. The svc coil vector was out of range. The patient presented to the clinic on (B)(6) 2025, and programming changes were made. The patient was asymptomatic.